Manufacturer narrative:
(B)(4)

Event description:
The patient initially reported on (B)(6)-2010, that they had been admitted to an ER for "sedation". It was unknown if the issue was related to the therapy. Later it was reported that the patient went into respiratory arrest and was intubated. A company representative aided in stopping the pump on (B)(6)-2010 as directed per the patient's physician. The physician and physician assistant had reviewed the pump's settings prior to having the pump stopped. Data session printouts were given to the physician. The medication being administered via the pump at that time, was morphine at a concentration of 50 mg/ml and rate of 6.99 mg/day. The patient had later expired in the hospital. The patient's last refill date had occurred on (B)(6)-2010. The cause of death at the time of this report was unknown.